Event description:
It was reported that a request for review was made for this implantable cardioverter defibrillator (ICD) after a ventricular fibrillation (vf) event was recorded. Technical services (ts) reviewed the data and noted that the device algorithm appropriately provided a ventricular pace after the programmed time-out period was reached without an intrinsic beat. This ventricular paced beat was very close in timing to a paced atrial beat which triggered vf, which was successfully treated by this ICD. Ts noted that although the algorithms were functioning as designed, they were likely no longer appropriate for this patient and provided reprogramming options. No additional adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) remains in service.